Manufacturer narrative:
The manufacturer did not receive devices or x-rays for review. As no lot numbers provided for the devices, the device history record could not be reviewed. Based on extensive investigation of events reported from several user facilities outside the USA, zimmer identified that the most probable cause for the outcome observed was a loose or unstable cup that resulted from use of surgical techniques not consistent with the manufacturer's recommendations. As a corrective action, a retraining program for users outside the USA was initiated in (B)(6) 2009 and reported to the (B)(4) as required. The durom cup reported in this case is not marked in the USA. A similar cup, compatible with the metasul ldh femoral head, is cleared in the USA and a corrective action for this product was reported to the FDA in july 2008 as notification z-2415/2426-2008. Since this case is related to the issue for which zimmer implemented a corrective action there will be no further investigation. (B)(4).

Event description:
It was reported that the patient was implanted a durom acetabular component 48/42 code h on an unknown side on (B)(6) 2009. The patient was revised on (B)(4) 2014 due to pain and elevated cobalt levels.